Event description:
On (B)(6) 2013, the following info was provided: during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal, a cook web extraction basket was used. It was not possible to close the basket to remove the stone due to the wire breaking. The pt did not require any additional procedures due to this occurrence and did not experience any adverse effects. There were no details indicating stone impaction or mechanical lithotripsy were involved. The info provided did not reasonably suggest a reportable event had occurred. On (B)(6) 2013, we received confirmation that the wire breakage occurred during mechanical lithotripsy and that the calculation [stone] was impacted in the basket without the possibility of removing it. This meets reporting criteria. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. (We have requested info on how the stone and basket were removed from the pt). According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. We can advise that buckling of the drive cable can occur if the handle is moved too far, and then pushed back into place. Breakage at this area may occur if extension and retraction of the basket is repeatedly attempted after buckling of the wires has occurred. For endoscopic advancement, the basket must be fully retracted into the outer sheath. Further retraction of the basket is not necessary. The instructions for use for the web extraction basket includes the following precautions: pulling on the sheath while advancing or retracting basket may damage device, rendering it inoperable. The instructions for use for the web extraction basket includes the following potential complications including but not limited to impaction of object. The instructions for use for the soehendra lithotriptor handle compatible with the web extraction basket for lithotripsy includes the following; if stone cannot be fractured, continued rotation of the handle may cause wire to break. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.